Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device after a cardiac ablation procedure using an 8f sheath. Reportedly, during retraction of the device, the device was difficult to remove. After further manipulation by the physician, the device and suture were removed without issues. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.